Manufacturer narrative:
(B)(4). The customer reported that they will not return the defective valve pilot, 3 way with solenoid for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that there is a leak sound coming from the vela ventilator. Furthermore, there was no patient involvement associated with the reported event.